Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet, tissue damage, and increased mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. Two days post procedure, transthoracic echocardiogram (tte) showed the clip detached from the anterior leaflet (single leaflet device attachment (slda)). There was damage noted to the anterior leaflet and the mr increased to 3. Per the physician, the slda was due to the friable leaflets and mobile posterior leaflet. A second procedure was performed on (B)(6) 2020. Two clips were implanted to stabilize the slda clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The recurrent mitral regurgitation (mr) and tissue damage appear to be related to the slda. Mr and tissue damage are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization and additional therapy/non-surgical treatment were results of case-specific circumstances as the patient remained hospitalized and additional clips were implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.